Event description:
Received mail that patient fractured lateral tuberosity of tibia leading to instability of knee joint. The surgeon did left tkr on (B)(6) 2012, using jnj cr 150 depuy with 15 mm insert, but till date she can't walk properly. Instability is still there. Patient experiences instability in left knee post tkr. Exact date of event is not known.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.